Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: never apply extreme bending or twisting force to any section of the catheter. Do not use a catheter if the shaft has become bent or kinked, prepare a new catheter. [In order to prevent separating of the shaft.] Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato, guide cath: launcher 6f ebu3.5, rhv: st. Jude medical, e-turn, stent: 3.5x18 xience v. (B)(4) - use after damage. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the proximal/mid left anterior descending artery, pre-dilatation was performed using a 2.0x15 non-abbott balloon followed by deployment of a 3.5x18 xience v stent. An attempt was made to advance a 3.5x12 nc trek dilatation catheter for post-dilatation; however, slight resistance was felt while advancing the system into the non-abbott y-connector (hemostatic valve). The catheter shaft kinked and the physician attempted to straighten the kink. The shaft subsequently separated outside of the anatomy. The catheter was removed without out resistance and post dilatation was performed using a non-abbott balloon and the same hemostatic valve. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.